Event description:
In 2008, the pt underwent endovascular repair of a contained ruptured descending thoracic aortic aneurysm. An aortogram revealed a large pseudoaneurysm in the thoracic aorta, and a proximal type-1 endoleak post-placement of a renu graft and express stent. During the procedure, an additional renu graft was placed, and two gore excluder aaa endoprostheses (aortic extender components) were implanted. Final angiography revealed no endoleak. Four days later, the pt suffered respiratory arrest. A computed tomography (CT) scan revealed a dissecting aortic arch aneurysm, and a collapsed trachea. The pt underwent complex surgical repair of a ruptured innominate artery aneurysm. The pt tolerated the procedure, and was transferred to the intensive care unit in stable, albeit guarded condition. Subsequently, the pt experienced a non-hemorrhagic infarct and began deteriorating neurologically. Two days later, the pt was changed to do not resuscitate (dnr) / do not intubate (dni). The next day, the pt expired after experiencing clinical brain death.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. As stated in the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in pt populations with ruptured aneurysms; pseudoaneurysms resulting from previous graft placement; or revision of previously placed stent grafts. The IFU further states that the aortic extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurismal exclusion is desired. Potential device or procedure related events associated with the use of the gore excluder aaa endoprosthesis may include, but are not limited to neurologic damage (local or systemic), pulmonary complications (e.g., pneumonia, respiratory failure), and death. Additional device related to this event. Further investigation is in process.